Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a missing pole clamp knob. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self-test were performed. During visual inspection the pole clamp knob was observed to be missing. The cause of the condition was the device was unknown. To correct the condition, the pole clamp knob was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.